Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited and competitor right ventricular (rv) lead exhibited noise and oversensing. It was also noted that pace impedance measurements were typically stable around 500 ohms but intermittent periods of approximately 1,500 ohms were observed. It was also noted that noise was observed on the patient's separate rv shock lead. An underlying rhythm was visible on stored electrograms (egms) and noise was not reproducible upon follow-up. Boston scientific technical services (ts) suggested possible causes and advised obtaining an x-ray and performing continuous impedance testing. No further information is available at this time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this product was returned with no details regarding the revision procedure. Despite efforts, no further information regarding the explant of the device could be obtained.